Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory, triggered end of life (eol). At this time, it is unknown what the battery voltage was at 27 months. No adverse patient effects were reported. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.